Event description:
Boston scientific crm received info that the pt with this pacing system developed an infection. This lead was explanted. The explanted lead has not been returned for analysis. Implant, explant and event dates were not made available.